Manufacturer narrative:
(B)(4).

Event description:
It was reported that " after the arrow flex sheath insertion, the team proceed to cross the 018 guide wire and begin with balloon navigation to the right leg arteries. Continuous stream of blood keep oozing out from the green valve tip of the arrow flex sheath for at least 5-8 minutes during the balloon angioplasty work. This is clearly a sign of leaking green valve. [Doctor] did not exchange with a new arrow flex sheath during the incident." Additional information received states "no medical intervention is needed as the blood loss stopped naturally after 10 minutes." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the hub of a 6fr sheath during use on a patient. The first photo has a yellow arrow drawn pointing to the sidearm of the sheath. A guidewire is protruding from the sheath hub. Blood is visible on and around sheath hub. The second photo shows the sheath and sidearm. A yellow bracket is drawn, indicating the sidearm of the sheath. Blood is visible with the sidearm tubing. In both photos, blood was not observed to be actively leaking from the hub. No other damage or defects were observed in the photos; therefore, the complaint of valve leaking was not able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If device introduction is delayed, temporarily cover valve opening with sterile-gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " after the arrow flex sheath insertion, the team proceed to cross the 018 guide wire and begin with balloon navigation to the right leg arteries. Continuous stream of blood keep oozing out from the green valve tip of the arrow flex sheath for at least 5-8 minutes during the balloon angioplasty work. This is clearly a sign of leaking green valve. [Doctor] did not exchange with a new arrow flex sheath during the incident." Additional information received states "no medical intervention is needed as the blood loss stopped naturally after 10 minutes." There was no patient harm or injury. The patient's current condition is reported as "fine".